Event description:
Reportedly, if used with edwards in-line probe vigilance ii monitor calculates very low co values if the co is low (co ~ 1.4 - 2.0). If co is high there is a variance of bolus values of over 50%. No patient injury reported.

Manufacturer narrative:
Device not returned.